Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility in japan reported a patient of unknown age, gender, and ethnicity in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. It was reported that after 55 hours of support pump was explanted due to persistent suction despite all methods of troubleshooting. No patient harm was reported.

Manufacturer narrative:
The investigation into the low pump flow issue has been completed since the original report was filed. The device was returned for investigation visual inspection found biomaterial inside the pump housing & wrapped around the impeller. The root cause of the low flow was biomaterial ingestion. In accordance with updated procedures, section d6 has been revised from the initial submission.